Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported since sometime in 2020 or 2021 pt had stopped using the implant because they felt therapy wasn't working. Caller said pt had met with a rep, (B)(6), sometime in (B)(6) of one of those years because they felt the ins wasn't working for them. Caller said they discovered pt hadn't been keeping ins charged or turned on, so they weren't feeling therapy. Rep turned stim back on and did some reprogramming for pt. Shortly after that, pt's wife passed away so they stopped using ins again and claimed wasn't working again; however, caller seemed unsure if that was just because pt wasn't using/charging ins again. The patient was redirected to their healthcare provider to further address the issue. Agent documented reported event and advised c aller to have pt meet with mdt reps again in the future if they want to try further programming if they choose to continue using ins. Agent understood pt hadn't been using ins since around 2020-2021 (caller mentioned they didn't have much back pain) other than for recent MRI (see case rtg0530112 - pt's back pain returned (B)(6) 2023). Additional information from the patient indicated that they were trying to get a full charge before the MRI. They stated that after 8 hours, it was fully charged, then went dead 30 minutes later.